Event description:
A customer reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge with 300 units of insulin but was unable to complete the process. Technical support instructed the customer to add more insulin to the cartridge, remove the pump from its case, and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. After reloading the cartridge, the issue was resolved, and the customer successfully resumed insulin delivery.